Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Additional information.patient code: (B)(4) -surgical interventiondevice code: (B)(4) - hernia recurrence occuredadditional narrative:it was reported that patient underwent removal of physiomesh on (B)(6) 2014 by (B)(6) at (B)(6) to recurrent hernia.